Event description:
During use for a cardiopulmonary bypass procedure, the roller pump unexpectedly displayed an "overcurrent" error. The procedure was completed successfully with the roller pump. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not begun. Note: the user did not report that the pump stopped operating at any time, only that a warning message had been issued.